Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the functional checkup they replaced the upper display to fix the issue and performed functional tests and safety checks to meet factory specifications and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during functional check, the cardiosave intra-aortic balloon pump (iabp) unit showed strange spots. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h10, h11. Corrected fields: h6 (remove 3331 from type of investigation).